Event description:
It was reported by provider that the right motor will not engage. She states you can push the chair with or without the motor engaged and will only drive in circles. The chair was with the consumer when the failure occurred and the chair is owned by the consumer.